Event description:
Ous MDR - after an implantation period of approx. 48 months, ventricular oversensing with inappropriate therapies was reported. No event date and explant date were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The available sensing trend curve showed stable values around 15 mv between december 2017 and january 2018 with a subsequent decrease to 9 mv and a further varying progression around 8 mv and 9 mv until february 2018. Furthermore the provided iegms demonstrated oversensing due to noise artefacts on the right ventricular channel resulting in shock delivery as reported in the complaint text. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.